Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported also off no power, weak battery alarm, battery out limit and button error on the insulin pump. The troubleshooting was performed. The customer insulin pump need to be replaced for button error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.